Event description:
Customer received a discrepant ise result for one patient sample. The patient was in the ER with flu-like symptoms. Initial potassium result was 4.9 mmol per l. Customer states potassium result looked unbelievable so he reran the specimen from the same tube, on the same instrument. First rerun result was 3.9 mmol per l. Customer ran an additional time, again same tube, same instrument and recovered 3.9 mmol per l. The first set of results, believed to be inaccurate, were not reported by the customer. The sample was serum with gel separator. The field service representative could not duplicate the issue. He determined possible causes included: salt bridge on reference solution cap and holder from spillage, defective sodium electrode, mix/dry settings and wash time out of specification or old defective ise tubing. He cleaned salt bridges from references solution container. Replaced sodium electrode and conditioned, adjusted mix/dry settings and performed adjust wash time. He also replaced ise tubing and conditioned. He verified analyzer performance by performing precision checks for potassium, sodium and chloride, yielding tight ranges. Instrument would not pass indirect ise calibration and qc for sodium and lithium was out of range. If additional information is received, appropriate notification will be provided.